Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an atrial fibrillation (af). During the af event, the patient had a syncopal episode with a seizure. The patient had history of seizures. In addition, this ICD recorded a ventricular tachycardia (vt) atrial driven rhythm, as a result one inappropriate burst of anti-tachycardia pacing (atp) and six inappropriate shocks were provided. Technical services (ts) provided reprogramming options. The clinical representative indicated that a change in the patient medication was about to be reviewed. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.